Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer unit malfunctioned, unit would not turn off after use. Patient was treated, ultrafreeze unit continued to spray and hiss after use. Attempted to reach service department and supervisors via phone and email without success. Advised customer to put unit in safe place while attempting to locate assistance how to proceed. Advised customer per dfu troubleshooting procedures. Customer could not get the top off of the unit as it began freezing over and spraying on all items within contact range. Advised nurse to leave unit and allow tank to release all nitrogen. Eventually the unit drained. Nurse was unable to confirm with physician during the time of call if the patient was injured during treatment. Physician had returned to patient visit and nurse was advised to contact us to get the tank to stop. Requested nurse to not touch unit until completely defrosted and may return in hazmat packaging while ensuring to keep the unit, trigger and apertures in tack with extra padding in the box. (B)(4).

Event description:
Customer unit malfunctioned, unit would not turn off after use. Patient was treated, ultrafreeze unit continued to spray and hiss after use. Attempted to reach service department and supervisors via phone and email without success. Advised customer to put unit in safe place while attempting to locate assistance how to proceed. Advised customer per dfu troubleshooting procedures. Customer could not get the top off of the unit as it began freezing over and spraying on all items within contact range. Advised nurse to leave unit and allow tank to release all nitrogen. Eventually the unit drained. Nurse was unable to confirm with physician during the time of call if the patient was injured during treatment. Physician had returned to patient visit and nurse was advised to contact us to get the tank to stop. Requested nurse to not touch unit until completely defrosted and may return in hazmat packaging while ensuring to keep the unit, trigger and apertures in tack with extra padding in the box. Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation: x-review DHR. X-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint condition. When taken apart to view inside, brass metal shavings were found inside of main valve assembly (p/n 201528 made of brass). The plunger (p/n 201537), part of the main valve assembly, may have been held in an open position from metal shavings inside preventing full closure. The flow of liquid nitrogen comes from inside the bottle through an opening where the plunger sets down when in the closed position. If open, and under unobstructed normal flow, the liquid nitrogen would then flow out through the stainless steel probe end/tip exiting in a stream. Observation: the probe tip threads were also full of stainless steel metal shavings from its threads where it connects to the valve assembly. Damaged tip threads implies the unit may have been impacted or the probe tip was damaged separately. Any shavings sourced from the tip is unlikely to have migrated back into the valve assembly as this portion of the device is downstream of the liquid nitrogen flow. The unit was cleared out of any loose shavings. Replaced plunger and probe tip: unit worked fine thereafter. A definitive root cause is not available for this complaint. However, it is likely the shavings may have been present in p/n 201528, but not lodged in the plunger to affect flow until much later. The main body (p/n 201528) of the valve assembly could be a potential source of shavings. A review of the print confirms units are required to be free of burrs and required to pass a sample inspection for each shipment. In-process testing also checks for proper flow in assembly. This is considered an isolated incident. Correction and/or corrective action: none - no applicable correction available to train to at this time. The customer was provided with a new unit and this one was converted to a demo unit after replacing the plunger and tip. Quality alert number qa-00159 was issued thru 2/28/20 to have assemblers contact qe in the event burrs are found during assembly using p/n 201528. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.